Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient is experiencing pain.

Manufacturer narrative:
Product was not returned. Review of the device history records was not possible as no lot numbers were provided. The devices are used for treatment. A complaint history search was not possible as lot numbers and part numbers were not provided. The root cause of the reported pain cannot be determined with the information available.